Event description:
It was reported that there was a separation between the main body (light blue part) and the white twist clamp (sleeve) of a minicap extended life pd transfer set; further described as a "damaged twist clamp". This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the main body and the twist clamp. The reported condition was verified. The cause for the separation was broken occlude legs. The cause of the damage cracked/broken set is undetermined; however, the damage is possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.